Manufacturer narrative:
Calf support & removable foot section.

Event description:
It has been reported that the calf rest broke during use. Additionally, it was reported that the removable foot section was difficult to lock.